Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unknown date in (B)(6) 2014, the patient experienced a hernia. The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. Sample analysis found no device malfunction that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. On an unknown date in the same month and year as the onset, the patient was hospitalized and the patient underwent a hernia surgical repair procedure. On an unknown date described as "shortly after the surgical repair",the patient began hemodialysis therapy which lasted approximately four months when the patient restarted peritoneal dialysis therapy. It was not reported if dianeal therapy was ongoing at the time of this report. The patient was recovered from the event. No additional information is available.